Event description:
Device 1 of 2. Reference MFR report #1627487-2014-12822. It was reported the patient experienced spasms following a lead replacement procedure (reference report #1627487-2014-26923.) The stimulation was turned off for several weeks and the patient was seen on (B)(6) 2014. The stimulation was started and the spasms continue to irritate her right side and leg. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.